Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that a piece of the left blade had broken off and is missing from the instrument. The blade fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fractured plane of the blade is nearly straight. No other damage found.

Event description:
It was reported that during a da vinci s prostatectomy procedure and while performing a dissection, the tip of the monopolar curved scissors instrument broke and fell into the patient. The piece was retrieved and the procedure was successfully completed using a replacement instrument.